Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05567 and 2014-08670).

Event description:
It was reported a patient enrolled in a clinical study underwent a total right hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010 allegedly due to a loose acetabular cup. The acetabular cup was removed and replaced. Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2010 due to patient allegations of pain, soreness, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. Additional information received in patient medical records indicate patient¿s revision on (B)(6) 2010 was due to pain. The patient¿s operative report noted a loose acetabular component. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.